Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that avena cava filter did not expand when deployed (reference complaint (B)(4) although, the filter was not retrieved; therefore, a second vena cava filter was attempted to be deployed but became stuck in the sheath and could not be deployed. A third filter was successfully deployed superiorly to the first filter that failed to expand; therefore, protecting the first filter from migrating. No reported patient injury.

Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: the touhy-borst was returned loose. The pusher wire (tight spline and pusher pad) were examined under a microscope (15x) and no anomalies were noticed. Functional/performance evaluation: no functional/performance evaluation performed. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: a pusher wire and y-body were returned for evaluation. The rest of the delivery system was not returned. Based upon the review of the returned device components, the complaint investigation is inconclusive for the filter failing to advance through the delivery system. The definitive root cause for this event is unknown. Labeling review: labeling review: the meridian filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that a vena cava filter did not expand when deployed; although, the filter was not retrieved; therefore, a second vena cava filter was attempted to be deployed but became stuck in the sheath and could not be deployed. A third filter was successfully deployed superiorly to the first filter that failed to expand; therefore, protecting the first filter from migrating. No reported patient injury.